Manufacturer narrative:
The impella device was returned, and the evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, flows were low and suction alarms occurred. The patient continued on support until the device was successfully weaned.

Manufacturer narrative:
The investigation for the reported low pump flow issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that the -- left ventricle (lv) waveform reproduced after connecting to an automated impella controller (aic). The field long term log review confirmed the suction and position in aorta alarms and showed no issue with the optical sensor parameters. The root cause of the missing lv waveform is due to the patient¿s suction condition that resulted in a drop in p-level and the missing numerical value for the lv waveform. This report is being filed as part of a retrospective review of historical records.